Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the electrodes sparked during defibrillation. Complainant indicate that the patient's skin was red due to the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation. Evaluation of the electrodes did reveal a heavy presence of hair found on the foam adhesive of both of the electrodes applied to the patient. Zoll's preparation for use instructs users to treat the patient's skin by clipping any excessive body hair that may compromise skin coupling. It's important to note that the hair was clipped on the patient, but the debris remained present on the patient and clearly impacted coupling. This claim has been closed as poor patient preparation. Analysis for reports of this type has not identified an increase in trend.